Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sun-burn-like irritation underneath the back therapy electrodes. Irritation looks pinkish in color, no open or oozing skin. The patient's physician recommended putting a cloth between the skin irritation and the device. During a follow-up, it was reported that the patient's irritation did not improve, and he woke up crying from the pain of his rash. Patient asked not to be contacted for any further follow-up calls so the outcome of the irritation is unknown.